Event description:
It was initially reported that the patient's pump had eroded through her skin. An (B)(6) infection was indicated. It was later reported that patient experienced pain and decubitus ulcer over pump site. The site was cleaned site with betadine and tegaderm was applied. The pump was explanted. Patient recovered with sequel i.e. Unhealed wound. Drugs delivered via the device were hydromorphone, bupivacaine and fentanyl. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Catheter: model: 8711, serial #: (B)(4), implanted: 2009 (B)(6), explanted: unk; catheter model: 8731sc, serial #: (B)(4), implanted: 2009 (B)(4), explanted: unk; programmer model: 8835, serial #: (B)(4). (B)(4). Analysis of the pump revealed no anomaly. Analysis of the received catheter/pump-connector showed a non-significant indent in the sc cup that did not affect infusion.

Event description:
Additional information received later stated patient outcome as ongoing with no further action needed. It was further added that the event was not related to the device, procedure or implant.

Manufacturer narrative:
(B)(4).